Event description:
It was reported that during a graft dilatation procedure, the catheter balloon burst at rated pressure. The catheter was removed and replaced to complete the case without pt injury or further complications being reported.